Event description:
It was reported that the right ventricular (rv) lead showed high current during generator replacement. It was also reported that the left ventricular (lv) lead had high threshold . Therefore the rv and lv leads were capped and replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.